Manufacturer narrative:
The burst occurred during first inflation. The stent was positioned at the lesion and at the moment of inflation there was a sudden drop in pressure. The device moved or repositioned in the lesion prior to the burst, only for initial positioning of the device in the lesion. The physician then removed the burst balloon and the stent stayed partially deployed at the artery. After several attempts the physician succeeded in fully expanding the stent with a different balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt is made to use one resolute onyx rx coronary drug eluting stent to treat a severely tortuous and calcified lesion located in the mid rca. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that a balloon rupture occurred during stent deployment while inflating at 4atm. The stent was then deployed by a different balloon. The patient is reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.